Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2024-07635 it was reported that the wound at the patient¿s ipg site was not healing properly. As a result, surgical intervention was undertaken on (B)(6) 2024 the pocket was opened and the wound was flushed. During the procedure, it was noted that a lead with an anchor attached was sitting behind some tissue near the pocket site. As a result, the lead was explanted to address the issue.